Event description:
Additional information received noting that the increased seizures are related to external factors and not the vns and the increase in below pre-vns baseline levels.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had multiple emergency department visits due to breakthrough seizures that the patient's care facility believes may be related to battery depletion. No other relevant information has been received to date. No surgical intervention has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.

Event description:
Implant card received indicating that the patient underwent a battery replacement due to battery depletion. Device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.